Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented in-clinic for a routine follow-up, an alert for high voltage lead impedance was observed. The alert was first detected during a previous device check. Programming changes and considering defibrillation threshold testing were recommended. No further information is available.